Event description:
It was reported that the rotawire detached and broke off inside the patient, and the procedure was canceled. The 80-90% stenosed target lesion was located in the moderately tortuous proximal/mid right coronary artery. A rotawire 330cm gw(5pk) flop and a rotapro burr were selected for use. During the procedure, the physician did a wire exchange with a micro catheter for the rotawire distal to the lesion, and then redirected the rotawire. However, there was difficulty advancing the rotapro burr over the rotawire. Two ablation attempts were made; however two rpm drops were experienced before the lesion. Dynaglide was used to remove. The procedure was canceled. There were no patient complications reported.